Manufacturer narrative:
Additional information has been requested. Unable to provide the manufacturer, PMA/510k number and/or the date of manufacture as no product was returned and no part/lot number was provided. The investigation could not be completed, no conclusion could be drawn, as no product was returned and no part/lot number was provided. Without a lot number the device history records review could not be requested.

Event description:
Pt status post screw and plate implantation at c5 - c7 returned to surgeon. An x-ray showed that one screw had backed out of the plate at c7. The pt underwent additional surgery on (B)(6) 2011 and the screw was removed and replaced. Surgeon noted the pt has (B)(6) and may have loosened the screw. A culture was not taken at the revision. Post op x-rays after implantation looked ok. This is two of two reports for this event.